Event description:
A caller reported that the pump housing and usb port were damaged, which affected their ability to charge the pump and caused it to shut down. However, the customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. To resolve the issue, the customer planned to use multiple daily injections as a backup therapy. Tandem technical support arranged to replace the pump and instructed the customer on returning the damaged pump.